Event description:
Patient started 5fu continuous infusion as part of flofox chemotherapy regimen on (B)(6) 2017; 5fu ci to be delivered via dosifuser. (Total volume 86.3 ml; 100 ml/2 day/1.9ml per hour) on (B)(6) 2017, patient observed in oncology clinic with malfunctioned pump. Inner balloon had burst at some point (patient not able to determine when) and drug moving freely through chamber, drug not delivered to patient. Ndc: 100 ml 2 day pump 1. Dates of use: (B)(6) 2017.